Event description:
It was reported that there were "tons" of metal shavings during an arthroscopy procedure. The shavings were removed from the pt. A new shaver was used to complete the procedure. There were no post operative issues.

Manufacturer narrative:
The device had not been returned to the MFR as of the date of this report. A follow-up report will be sent after investigation if the device is received.